Event description:
It was reported when the device was tested during a threshold search, auto mode switching episodes were observed due to far r-wave oversensing and loss of capture. Extending the post ventricular atrial blanking setting was recommended. There were no patient symptoms reported. No further information is available.